Manufacturer narrative:
The na electrode lot number is dnx with an expiration date of 11-mar-2026. The cl electrode lot number is drd with an expiration date of 10-jan-2026. The qc data showed that qc initially failed but was acceptable when repeated. The calibration data after 14:00 on (B)(6) 2025 showed "cal.e" errors and "calibration abnormal" errors. The alarm trace showed calibration errors, "calibration abnormal" errors, and "abnormal aspiration (sample pipetter)" errors. The aspiration errors are indicators of possible poor sample quality. The field service representative found that the dilution cup was cracked. He removed and replaced the dilution cup and performed successful checks and tests. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial na result was 128 mmol/l, and the repeated result was 143 mmol/l. The initial cl result was 96 mmol/l, and the repeated result was 106 mmol/l. The sample was repeated because the customer had a series of patients with unexpectedly low ise results. The repeated results were obtained using an abbott system. The repeated results were believed to be correct.